Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device displayed power on reset (por) error message. The programmer was turned down and an attempted was made to interrogate the device. The device was unable to be re-interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.